Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack along the battery compartment side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1884 was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across just below where the bottom of the battery compartment is located, missing display window cover, cracked middle (enter) keypad button, keypad overlay texture damage. The pump was received without a battery cap. After battery installation, a blank display was noted. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. A battery simulator was inserted into the battery compartment in place of a battery, and the pump was able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report of a crack in the case was confirmed during testing. The blank display is due to the lack of contact between the battery cap contacts and the battery sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.